Manufacturer narrative:
Product event summary: the device was returned and analyzed. Attempted to interrogate device wirelessly (tel-c) on several programmers and was unsuccessful. Analysis confirmed the reported tel-c failure condition at the device and hybrid levels. Additional analysis found that the failure was isolated to the rfm. I-v sweeps performed to the rfm found pin a8_pio of the rfic to be highly resistive. The analysis failure signature is consistent with the cause being the consumption of the ni/v ubm in the rfic solder bump.

Event description:
It was reported that in the operating room (or), pre implant, device in box, the wireless telemetry was not working on the implantable cardioverter defibrillator (ICD). Upon wired interrogation, observation message was "wireless telemetry no longer available for this device". Another device was implanted. There was no patient involvement.